Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation could not determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that when the xience xpedition 2.50 x 28 mm stent delivery system (sds) was unpacked, it was realized that the stent was detached from the balloon and it was stuck in the yellow sheath. There was no resistance removing the sds from the dispenser coil or protective sheath. The device was not used and was replaced with another sds. There was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.